Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer. The investigation of the reported event is currently underway. UDI #: (expiry date: 04/2023).

Event description:
It was reported that prior to an dialysis catheter placement procedure, some parts of the device kit were allegedly missing. It was further reported that the product packaging was allegedly unsealed. The procedure was completed using another device. There was no patient contact.

Event description:
It was reported that prior to an dialysis catheter placement procedure, some parts of the device kit were allegedly missing. It was further reported that the product packaging was allegedly unsealed. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one unsealed equistream d/l catheter kit was returned for evaluation. Gross visual evaluation was performed. The investigation is unconfirmed for the reported device kit were missing as none of the components were missing when compared against content list. However, the investigation is inconclusive for the reported product packaging was unsealed, as the original state of the package at the time of opening is unknown. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 04/2023), g3, h6 (method). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.